Event description:
A biomedical engineer reported that the system would not phaco during a surgical procedure. The staff switched out the handpiece and it still would not phaco. A third handpiece was used to successfully complete the case. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).